Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. The customer reported receiving sensor scans of 152 mg/dl, 140 mg/dl, and 129 mg/dl as compared to competitor meter results of 198 mg/dl, 171 mg/dl, and 195 mg/dl. The customer experienced symptoms of weakness, dizziness, and a loss of consciousness and was unable to self-treat. The customer further reported receiving unspecified hcp treatment. There was no report of death or permanent impairment associated with this event.